Event description:
Information was received based on review of a manuscript titled, "a comparison of 2 tibial inserts of different constraint for cruciate retaining (cr) primary total knee replacement: an additional tool for balancing the posterior cruciate ligament (pcl)". This manuscript analyzed a specific cr prosthesis which has 2 poly inserts intended for cr knee use, which allows for fine tuning of the tension in the flexion gap separately from the extension gap, and to analyze the comparative use of these two designs, defining any clinical setting which favors the use of one insert over the other. The hypothesis of this study is that the clinical outcomes for each insert should be similar if the goal of optimal soft tissue has been achieved. This study uses the vanguard total knee, manufactured by biomet. A patient was identified in the article that underwent a right total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012 due to loosening. The tibial tray and femoral component were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02604 & 02605). This information was originally reported on 1825034-2015-02563 which referenced a journal article written on a study that this patient took part in.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Information was received based on review of a manuscript titled, "a comparison of 2 tibial inserts of different constraint for cruciate retaining (cr) primary total knee replacement: an additional tool for balancing the posterior cruciate ligament (pcl)". This manuscript analyzed a specific cr prosthesis which has 2 poly inserts intended for cr knee use, which allows for fine tuning of the tension in the flexion gap separately from the extension gap, and to analyze the comparative use of these two designs, defining any clinical setting which favors the use of one insert over the other. The hypothesis of this study is that the clinical outcomes for each insert should be similar if the goal of optimal soft tissue has been achieved. This study uses the vanguard total knee, manufactured by biomet. A patient was identified in the article that underwent a right total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012 due to tibial component with radiolucent line prior to surgery. During the surgery the tibial component was found to be loosened. Due to the tightness of the knee the surgeon was unable to perform partial revision and all components were removed.